Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related; severe tortuous aorta); (unknown cause of endoleak). Conclusion: (unknown cause of endoleak); known inherent risk of a procedure (endoleak); device failure/lack of effectiveness related to patient condition (anatomy related; severe tortuous aorta).

Event description:
An endurant stent graft system was implanted for the treatment of a 5.8 cm in diameter abdominal aortic aneurysm approximately five years ago. The proximal aortic neck was 28 mm in diameter and 48 mm long. The iliac arteries were moderately tortuous and long. There was also a 15 mm long aneurysm in the right common iliac artery. It was reported that prior to the patient's death, a CT scan at another facility observed an unknown endoleak around the patient¿s aneurysm. The patient had severe tortuosity of the aorta and possible descending thoracic aortic aneurysm. The films were sent to be reviewed by another physician who could not confirm or deny the presence of an endoleak.